Event description:
The port did not work. Patient complained of pain with any pushing of the normal saline, a total of 5 - 7 mls IV. There was a small amount of brown blood present when the needle was first placed, but after that there was not a blood return. Patient would complain of the area above her port, in her neck, hurting. The port is not working with ease. The surgeon reports that he has removed a couple of these because they do not work.